Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for carbohydrate antigen 19-9 (ca 19-9) when compared to results from 2 other laboratories. The erroneous results were reported outside of the laboratory. On an unknown date the patient visited the 1st laboratory and initially complained of a fever, rash, mouth ulcers and a general feeling of being unwell. The patient indicated he had been tired for 6 months and had loose bowel movements. A liver function test at this time was abnormal. The physician requested a ca 19-9 test which was high on a centaur analyzer and the result was approximately 15000 (unit of measure not provided). The patient returned on (B)(6) 2015 where the ca 19-9 result from a 2nd laboratory on a centaur analyzer was 19000 (unit of measure not provided). On (B)(6) 2015 the initial ca 19-9 result from the e170 analyzer used at the customer site was 75 u/ml. This result was reported outside of the laboratory. The pathologist was contacted by a gastroenterologist who mentioned the test result from (B)(6) 2015 from the 2nd laboratory. The sample from (B)(6) 2015 was sent out to the 2nd laboratory and tested on the centaur analyzer where the result was 16000 (unit of measure not provided). Further patient samples were requested where the ca 19-9 result from a beckman analyzer was normal following scantibody incubation and dilutions. A new sample was sent to the customer site where the ca 19.9 result was 69 u/ml. No adverse event occurred. The e170 analyzer serial number was (B)(4). The customer suspects that there is something in the patient's serum interfering with the ca 19-9 results. The gastroenterologist does not believe the patient has any type of tumor.

Manufacturer narrative:
Two samples from the patient were submitted for investigation. Both the customer's ca 19-9 results and the results from the centaur analyzer were confirmed during the investigation. Human anti mouse antibodies (hama) were not identified in the sample. A specific root cause could not be identified.